Manufacturer narrative:
H6. Device analysis for lead va1waue014 revealed all the conductors were broken in the body of the lead; consistent with overstress damage. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that all lead electrode impedances measured >10000 ohms. It was noted the patient had undergone an implantable neurostimulator (ins) replacement procedure on (B)(6) 2019 and that the lead malfunctioning had started at that time. First, electrodes 0, 2, 4, and 5 reached impedances higher than 10000; after which, the other four electrodes ¿also reported such high impedances within several weeks.¿ the lead was replaced as a result of the event and the impedance issue was resolved; the ins remained implanted and in use as of (B)(6) 2021. The hcp noted that the ¿patient did not experience any injury due to this malfunction of the revision procedure.¿ the cause of the high impedances was not determined. There were no further complications reported or anticipated.